Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm test. Unit functioned properly. Unit received with intermittent button response during testing due to corroded keypad traces. Unit received with cracked case on display window corners, cracked lcd window, and cracked reservoir tube lip. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Event description:
Customer reported via phone call to have moisture under display screen due to customer going swimming while connected to insulin pump. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.